Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). After investigation the event is considered a malfunction instead of a serious injury. The user could not deliver the device because he felt strong resistance around the external iliac artery and therefore decided against the use of the device in consideration of the risk of vascular injury and carried out a thoracotomy instead. Summary of investigational findings: a 58-year-old male patient with a history of chronic renal failure underwent tevar for a chronic dissecting aortic aneurysm where implantation of a zteg-2p-28-140-pf-d was planned. An attempt was made to insert the device into the access vessel, however strong resistance was felt around the external iliac artery and the physician decided against the use of the device and carried out a thoracotomy instead. No other adverse events to the patient was reported. Additional comment from the physician states that narrowing, and calcification was observed on the access route and that the flexibility of the blood vessels could be low due to effects of radiation therapy. The complaint device was returned and evaluated. Small dents were seen at the tip of the sheath. It is likely that the small dents on the sheath tip are caused by the resistance/calcification in the access vessel when introducing the system. However, the cause for the reported failure cannot be determined based on this product evaluation. Review of the device history record gives no indication of a non-conforming product. No evidence to suggest that the product was not manufactured according to specifications. The IFU states: adequate iliac or femoral access is required to introduce the device into the vasculature. Careful evaluation of vessel size, anatomy and disease state is required to assure successful sheath introduction and subsequent withdrawal, as vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude introduction of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be needed to achieve access in some patients. No exact cause for this event could be established based on the device evaluation and the provided information cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k)/PMA p070016. H6) patient code: 3191 - no code available for prolonged procedure. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the device was used for tevar. The narrowing was observed on the access route, but the access vessel diameter was larger than the delivery system diameter. The physician followed the usual instructions for use and attempted to insert the device into the access route, however, he could not deliver the device because he felt strong resistance: the device stopped advancing when it came to the external iliac artery. Then, he gave up using the device in consideration of the risk of vascular injury. Therefore, he carried out a thoracotomy surgery instead. Patient outcome: the patient¿s vital signs are stable.